Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "rust" was found in the tip of the bd¿ spinal needle quincke type point and noticed inside the packaging.

Event description:
It was reported that "rust" was found in the tip of the bd¿ spinal needle quincke type point and noticed inside the packaging.

Manufacturer narrative:
Investigation: no non-conformance's were found during DHR review. Two (2) pictures were received. Two (2) samples were received. (*) one of them was open. The samples confirm the residue shown in the pictures. Visual inspection was performed (microscope used): dirt was found in the spinal needles (cannula, stylet and protector). In one of the samples the stylet cannot be removed from the cannula due to the dirt accumulation. The testing would indicate the fm to be a special cause and limited to a few samples. With the testing performed, the special cause is selected because there is no definitive outside source identified.